Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.4, lab: 5.4. Therapeutic ranges: unknown. Correlation issue using one meter in particular out of a total of 6 meters.

Manufacturer narrative:
Investigation pending.